Event description:
It was reported that the customer had high blood glucose levels of 450mg/dl. The customer also reported that she has neuropathy in her feet, knees and shoulder. It was also reported that the customer has gastroparesis. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.